Event description:
Review of the patient's log files showed driveline disconnects which had occurred when the patient's controller was exchanged on (B)(6) 2021. The patient had been experiencing low flow hazards on (B)(6) 2021. The calculated flow appeared to have fluctuated below the alarm threshold of 2.5 lpm.

Manufacturer narrative:
Manufacturer's investigation conclusion: section 7 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The second log file captured long strings of low flow hazard alarms on (B)(6) 2021. The account indicated that the cause of the low flow alarms was rv failure and suspected thrombus. A driveline disconnect resulting in pump stoppage was captured on (B)(6) 2021; however, the account indicated that this was due to a controller change to see if it made a difference in flow. Prior to and after the low flow hazard alarms, the pump appeared to function as intended and no other unusual alarms or events were captured. The account indicated that the cause of the low flow alarms was rv failure and suspected thrombus. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 25feb2016. The heartmate ii lvas IFU lists various forms of organ failure, device thrombosis, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The patient care and management section provides information on anticoagulation, including recommended inr values. This section also outlines indications of pump thrombosis, as well as how to respond to such events. Section 1 "introduction" provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions such as hypertension. Section 4 also provides information on reviewing the event history on the system monitor. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate ii lvas patient handbook section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. A direct correlation between (B)(6) and the reported thrombosis, multiorgan failure, and subsequent patient outcome could not conclusively be determined through this evaluation. The reported thrombosis could not be confirmed through this evaluation as no images were submitted and no product was returned. The evaluation of the submitted log file confirmed the report of low flow alarms. The submitted log file contained data spanning from (B)(6) 2021 14:13:22 through (B)(6) 2021 16:54:08, per the timestamp. 19 low flow alarms were captured between (B)(6) 2021 and (B)(6) 2021, when the pump flow dropped below the low threshold of 2.5lpm. Prior to and after the low flow hazard alarms, the pump appeared to function as intended and no other unusual alarms or events were captured. The account indicated that the cause of the low flow alarms was rv failure and suspected thrombus. The family and patient declined an autopsy, and the pump will not be returned. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had been experiencing intermittent low international normalized ratios at the time of the events. Intermittent higher flows with a system controller exchange were noted, otherwise the patient was experiencing persistent low flows. The low flows seemed to be somewhat positional. The cause of the low flows was a combination of right heart failure and suspected outflow graft obstruction which was not confirmed by images. The low flow alarms did not resolve as support was withdrawn from the patient. The patient's right heart failure was mild prior to lvad implant, but had worsened over the last few months. The right heart failure the patient was experiencing was not thought to have been caused by a device related issue.

Event description:
It was reported that on (B)(6) 2021 the patient was having decreased flows and a blank reading on their pocket controller and power module. The patient was experiencing light headedness at the time. The patient's controller was exchanged. Flow readings had been 3.5 lpm on the original controller, and following the exchange flows were measured at 6 lpm. However, the blank reading continued to occur when the patient was in a sitting position. It was not displayed when the patient's head was at a 30 degree angle upwards. This was thought to possibly be caused by a wire fracture. When the blank reading was displayed it did not produce an alarm. In the days following the patient's persistent low flow alarms, medical treatment was administered and the patient was started on inotropes. The patient was experiencing kidney failure and was started on hemodialysis. It was suspected that the patient was experiencing a degree of right ventricular failure as well. The low flows were suspected to possibly be caused by an obstructive thrombosis, however computed tomography (CT) scans were inconclusive. The patient's lactate dehydrogenase (ldh) levels remained within normal limits. The patient's international normalized ratio (inr) remained therapeutic through much of their course. The patient made the decision to withdraw support and subsequently passed away on (B)(6) 2021 due to the suspected right heart failure and possible thrombus. The patient and the patient's family declined an autopsy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.